Manufacturer narrative:
(B)(4). A surgical revision procedure was performed, during which the rv lead was successfully explanted and replaced with a new boston scientific crm lead. No adverse patient effects were reported. During the procedure, a kink was observed along the body of the rv lead, which is now believed to have caused the high rv shock impedance measurements. The ICD was left in service, and this explanted rv lead was returned to boston scientific crm for analysis. Analysis of this complete rv lead was performed at our post market quality assurance laboratory. A visual inspection of the lead noted a cut in the lead's insulation near the area of the suture sleeve. Further analysis found the lead to be electrically continuous and within specification. Final analysis of this rv lead was unable to confirm the clinical observations. This event will be updated if any additional information becomes available. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed in regards to the allegation in this event. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this recently implanted transvenous right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) measured a shock impedance of greater than 125 ohms, triggering a latitude red alert. Concern was expressed that the rv lead may have fractured during the implant procedure when advanced through the patient's tortuous anatomy, as the lead was negotiated through a sharp angle. The patient was brought in clinic to assess the system. A small amount of noise was observed on the shock channel, however no impedance changes or additional noise was elicited with isometrics or pocket manipulation. The physician then suspected a possible device issue. Additional information was received that this device was returned after explant for an unrelated issue. No adverse patient effects were reported.